Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) on the surgeon side console and on the vision side cart to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci products involved with this complaint to perform failure analysis. Both ccc were analyzed and both subcomponents were found to have electrical/fiberoptic defects resulting in the components not functioning during testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the system would not complete startup. The system powered on but did not finish the power-on self-test, with the robot displaying "system connecting" on the touchpad. The technical support engineer instructed the site to cycle the tower breaker and robot emergency power off (epo), but this did not resolve the issue. When the site accessed the system info on the tower touch screen, it was blank, and pressing the tower power button powered off the system immediately, bypassing the 10-second countdown. The site decided to move cases to another system. There was no report of patient involvement or reported injury.